Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there had been several lead impedance warnings due to high and fluctuating impedance on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.